Event description:
It was reported that approximately 28.7 months post implant of a bifurcated device, two suprarenal aortic extensions and one limb extension, a very large endoleak was identified during recent computed tomography scan. The proximal endoleak was treated with three proximal aortic extensions with success. The patient tolerated the procedure well. It was reported that approximately 4.5 months post secondary intervention, a stent strut fracture was noted on the bifurcated portion of the main body via CT scan (on (B)(6) 2014). Additionally, increase sac size was observed, the aneurysm had grown to 8.8 cm. The physician brought the patient back to perform a diagnostic angiogram and could not determine the cause for the aneurysm growth; however, the physician suspects endotension is a possibility. The physician has plans to explant the devices in the near future. Additional information: the patient had a reverse conical aortic neck with extreme anterior angulation with mild right to left angulation as well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.